Event description:
It was reported that a male patient underwent a trochanteric fixation nail (tfn) procedure, using a short nail, months ago (exact date unknown). Subsequently, a non-union occurred. X-ray taken on an unknown date showed a broken nail at the occupied distal locking screw hole. On (B)(6), 2015, the short tfn was explanted and the patient was revised to another tfn, using a long nail. It was reported that the surgery was successfully completed with no time delay. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Implant date: unknown; reported as months prior to explant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.